Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two percutaneous leads (from the same lot) on (B)(6) 2007. It was reported the patient feels her leads heat up when the stimulation is on. She also stated she experienced overstimulation. An impedance check was performed and revealed normal impedance on all contacts. Prescription medication was administered and resolved the issue.